Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, on (B)(6) 2016, the daughter found the patient unconscious and called the paramedics. Therefore, on the same day at 01:00 pm, the patient was admitted in the hospital by the paramedics for diabetic ketoacidosis and blood glucose level of 1300 mg/dl. When the infusion set was removed it was found that the cannula was bent. Previously, she changed her infusion on (B)(6) 2016 and it had been in use for three days. Reportedly, the site location was her abdomen. During hospitalization, she received intravenous drip with saline, insulin shots and potassium pills. The patient was hospitalized for four days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.